Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment computed tomography (CT) revealed remodeling of the anterior l3 body presumably secondary to erosion by one of the limbs of a caval filter. Succeeding to this the patient was scheduled for the filter removal; the right internal jugular vein was accessed. More recently the patient has had low back pain and computed tomography (CT) lumbar spine shows wall penetration of multiple struts with erosion of anterior cortical bone affecting upper l3 vertebral body. A 15mm snare was inserted and the cephalad tip of the filter was capped third. The sheath was advanced closing the filter struts and the filter was removed in its entirety out through the 12 french sheath. 6 short and 6 long filter struts are visible and intact. Therefore the investigation is confirmed for the alleged perforation of the inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately five years post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced low back pain; however, the current status of the patient is unknown.